Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain- false empty detect / use error as the initial drain alarm setting was inappropriately programmed and use error as the tidal ultrafiltration removal was set too low. A labeling review found labeling to be adequate for the use error identified in this complaint. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's ultrafiltration reading was 2024ml, indicating the home patient (hp) drained 2024ml more than their programmed fill volume of 2500ml. This information meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient did not report any symptoms of overfill. Additionally, the patient did not report any issues with therapy. The nurse stated that the patient resumed therapy and there was no patient injury or medical intervention associated with this event.